Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was trying to turn the intensity up and wanted assistance how to increase stim. Patient noticed therapy was not helping. It stopped helping about 2-3 weeks ago. Patient was in extreme pain right now. Pt mentioned stimulation somehow accidentally got turned off. Pt then said it had not been working correctly for a couple of months. On the call assisted pt increasing stim on all 4 programs in group b. Pt started feeling stim. Pt noted they felt stim the first time in a couple months.